Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Customer stated they experienced pain, tooth sensitivity, and noticeable tooth mobility, including movement of their front teeth when clenching and difficulty biting food without discomfort. Contrainsicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.